Event description:
It was reported that a nasogastric tube ballooned inside the patient and broke during removal; however, the tube fractured outside the patient and the remaining portion was successfully removed. No injury or medical intervention was reported. On may 22 2026 - sales rep email forwards user complaint received on may 20-2026; user email reports, "hi avanos team, I wanted to bring it to your attention regarding an incident yesterday. The tubing broke inside the patient. We are not sure of the exact lot number of the item the broke. But it was likely one of these lots below. 30136610, 30373596, 30388259... It appeared as if the tubing "ballooned" inside the patient and it was pulled out by the patient and the tubing snapped when the rn was pulling the tubing the rest of the way out. Luckily, it snapped outside of the body, so we were able to pull the remaining piece out quickly to avoid losing any of the tubing inside of the patient. I have attached a photo. It was a 6fr nasogastric tube ref # 40-8366. Please let me know if any additional information is needed."; gx. On may 25 2026 - sent an email to request additional info; gx.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The lot number was not provided by the customer. All information reasonably known as of 18-jun-2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.